Event description:
It was reported that the device displayed a service indicator. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control continues to investigate the reported event.